Event description:
Pt reported infusion device beeping and displaying "2.01". He indicated that he changed the power pack and the infusion device functioned properly. Pt stated that the power pack had been in use for one week and four days at the time of the incident. Company representative verified that pt successfully received notification of power pack recall. He did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.